Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included ovarian cyst, oral contraceptive from january 2010 to july 2011, swelling abdomen, pelvic mass, cholecystectomy, delivery on 8-aug-2012 and c-section. Pr lap, diagnostic abdomen 27jul2009. 08aug2012. The pregnancy is complicated by advanced maternal age of 36 years at delivery and a prior child with neonatal autoimmune thrombocytopenia purpura. Purpura. Her last pregnancy was delivered at term of an infant found to have a platelet count of about 13,000 at birth. Concurrent conditions included suprapubic pain, abdominal pain lower, dysfunctional uterine bleeding, vaginal disorder nos, anxiety, umbilical hernia, umbilical hernia repair, obesity, endometriosis, adhesion, intramural leiomyoma of uterus and pelvic discomfort. Family history included breast cancer and colon cancer. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (provera), norethisterone acetate (norethindrone acetate) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: very irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), mood swings ("psychological or psychiatric problems condition: severe mood swings"), rash erythematous ("rashes or skin conditions type: itchy red rash on various areas of the body"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / pelvic pain during menses") and fatigue ("fatigue"). In december 2013, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, adhesiolysis, umbilical hernia repair). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, vaginal haemorrhage, mood swings, allergy to metals and fatigue outcome was unknown and the menorrhagia, dermatitis allergic, rash erythematous, dysmenorrhoea and alopecia had resolved. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash erythematous and vaginal haemorrhage to be related to essure. The reporter commented: the other ostia was visualized but this tube has been removed so no coil was necessary on this side. There were 6 coils noted on the left side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstruation irregular, vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included ovarian cyst, oral contraceptive from (B)(6) 2010 to (B)(6) 2011, swelling abdomen, pelvic mass, cholecystectomy, delivery on (B)(6) 2012 and c-section. Pr lap, diagnostic abdomen (B)(6) 2009. (B)(6) 2012. The pregnancy is complicated by advanced maternal age of 36 years at delivery and a prior child with neonatal autoimmune thrombocytopenia purpura. Purpura. Her last pregnancy was delivered at term of an infant found to have a platelet count of about 13,000 at birth. Concurrent conditions included suprapubic pain, abdominal pain lower, dysfunctional uterine bleeding, vaginal disorder nos, anxiety, umbilical hernia, umbilical hernia repair, obesity, endometriosis, adhesion, intramural leiomyoma of uterus and pelvic discomfort. Family history included breast cancer and colon cancer. Concomitant products included celecoxib (celexa), codeine phosphate;paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (provera), norethisterone acetate (norethindrone acetate) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: very irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), mood swings ("psychological or psychiatric problems condition: severe mood swings"), rash erythematous ("rashes or skin conditions type: itchy red rash on various areas of the body"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping) / pelvic pain during menses") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy, adhesiolysis, umbilical hernia repair). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, vaginal haemorrhage, mood swings, allergy to metals and fatigue outcome was unknown and the menorrhagia, dermatitis allergic, rash erythematous, dysmenorrhoea and alopecia had resolved. The reporter considered allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash erythematous and vaginal haemorrhage to be related to essure. The reporter commented: the other ostia was visualized but this tube has been removed so no coil was necessary on this side. There were 6 coils noted on the left side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstruation irregular, vaginal hemorrhage, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 919038) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included ovarian cyst, oral contraceptive from (B)(6) 2010 to (B)(6) 2011, swelling abdomen, pelvic mass, cholecystectomy, delivery on (B)(6) 2012 and c-section. Pr lap, diagnostic abdomen (B)(6) 2009. On (B)(6) 2012. The pregnancy is complicated by advanced maternal age of (B)(6) years at delivery and a prior child with neonatal autoimmune thrombocytopenia purpura. Purpura. Her last pregnancy was delivered at term of an infant found to have a platelet count of about 13,000 at birth. Concurrent conditions included suprapubic pain, abdominal pain lower, dysfunctional uterine bleeding, vaginal disorder nos, anxiety, umbilical hernia, umbilical hernia repair, obesity, endometriosis, adhesion, intramural leiomyoma of uterus and pelvic discomfort. Family history included breast cancer and colon cancer. Concomitant products included celecoxib (celexa), codeine phosphate; paracetamol (tylenol with codeine no.3), medroxyprogesterone acetate (provera), norethisterone acetate (norethindrone acetate) and vitamins nos (multivitamins). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("hormonal changes describe: very irregular periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("allergic or hypersensitivity reaction type: rash"), mood swings ("psychological or psychiatric problems condition: severe mood swings"), rash erythematous ("rashes or skin conditions type: itchy red rash on various areas of the body"), allergy to metals ("nickel allergy,"), dysmenorrhoea ("dysmenorrhea (cramping) / pelvic pain during menses") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy, adhesiolysis, umbilical hernia repair). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menstruation irregular, vaginal haemorrhage, mood swings, allergy to metals and fatigue outcome was unknown and the menorrhagia, rash, rash erythematous, dysmenorrhoea and alopecia had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, menstruation irregular, mood swings, pelvic pain, rash, rash erythematous and vaginal haemorrhage to be related to essure. The reporter commented: the other ostia was visualized but this tube has been removed so no coil was necessary on this side. There were 6 coils noted on the left side. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menstruation irregular, vaginal hemorrhage, menorrhagia. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr were received: lot number was added. Essure removal date and surgeries were added. Events: menstruation irregular, genital bleeding, vaginal hemorrhage, menorrhagia, rash, mood swings, rash erythematous, nickel allergy, dysmenorrhea, fatigue, alopecia, pelvic pain, device monitoring procedure was not performed were added. Event onset date and outcome were added. Historical and concomitant drugs were added. Medical history were added. Reporters were added. Reporter causality comments were added. Patient notes were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.